Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the critical alarm started sounding (B)(6) 2014 due to the pump running empty because of a missed refill appointment. The patient experienced withdrawal symptoms and was admitted to the hospital on (B)(6) 2014. The patient was given intravenous (IV) dilaudid. It was planned to refill the pump (B)(6) 2014. The pump was delivering dilaudid (hydromorphone). Additional information reported the symptoms were unknown. The empty reservoir alarm was confirmed. A drug refill was performed to resolve the issue on (B)(6) 2014. The patient was doing fine and the therapy is functioning as expected. Additional information reported the patient received IV dilaudid over the weekend at the hospital. The reported dose was 2 mg every 2 hours with patient controlled analgesia (pca) bolusing every 30 minutes. The bolus dose was unknown.